Manufacturer narrative:
The pack was used but the defective valve was replaced for the procedure. Correction d2 product code, d2.1 common device name, d3 MFR name & d3.6 postal code: these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, during priming of a custom tubing pack with zero rpms, the one way valve allowed crystalloid to flow retrograde and de-prime the arterial line when there was no clamp distal to the valve. The use of the device was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the valve duckbill. This damage allows for a small opening when the device is to be closed. The device was able to allow di water to flow against the direction of the valve. Reason for the return was confirmed. Correction h6.1 device codes (fdd/annex a) additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.